Manufacturer narrative:
St jude medical is in the process of analyzing the returned device and will file a final incident report upon completion of the investigation.

Event description:
It was reported a 7f livewire ablation catheter was introduced through a 7f sheath to access the right lateral septal wall adjacent to the av node. Wile deflecting the catheter during mapping, a wire emerged from the catheter while rotating the handle. Upon removal, the "inside wire" was coming out the distal tip of the catheter. There were no resulting consequences to the pt as the physician removed the catheter upon noticing the problem.